Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited back-up operation consecutive to a radiofrequency ablation procedure.